Event description:
Ihealth covid test (lot number 222co20214) had insufficient extraction solution (lot number cvd2230208) (both solution bottles had insufficient liquid); both boxes had to be discarded. On (B)(6) 2022 ihealth covid-19 antigen rapid test self-test at home results in 15 minutes. Solution was insufficient volume so both kits had to be discarded. FDA safety report ID# (B)(4).